Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported intense postoperative refractive errors nine days following photo refractive keratectomy (prk) of the right eye. The patient shows extreme fogging and astigmatism. The physician believes that the team did not perform in the full procedure or they performed a wrong ablation profile. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Further review showed a malfunction of the device can be excluded to highest possibility. No technical root cause was identified as the product was found to be within specifications. (B)(4).